Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 years 3 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced with a medtronic bioprosthetic valve due to symptomatic aortic stenosis and increased gradients. The physician measured the gradients to be a mean gradient of 46 mmhg with a peak gradient of 74 mmhg and a velocity of 4.3 m/s. On the day of the replacement procedure, there was post-operative bleeding. The patient had an r on r induced ventricular fibrillation arrest which required chest compressions. This resulted in significant bleeding. The patient could not be resuscitation and subsequently died. The physician stated that the medtronic products did not cause or contribute to the patient's death.